Event description:
The reporter stated that the surgeon inserted a 22.5 diopter elastic lens model aa4204vf in the eye and the lens tore. The surgeon removed the lens without enlarging the incision. No patient injury.